Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer also observed a scratch on the insulin pump's screen. She did not know how the damage occurred. The customer stated that she felt low and found her blood glucose at 49 mg/dl, which she treated with food. She noted that the insulin pump alarmed low suspend. The customer's blood glucose was 279 mg/dl, and after 2 to 3 units of insulin were delivered via the bolus wizard, her most recent blood glucose was 197 mg/dl. She stated that since treating for the low blood glucose, her blood glucose was high in the 300 mg/dl range. She observed very small pin-sized air bubbles along the tubing. The insulin pump passed the high pressure test. She was advised against prefilling reservoirs with insulin. She noted that she had been more active than usual and may have over calculated the carbohydrates she ate. She declined troubleshooting and had no concerns regarding the insulin pump's functionality.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.